Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00232, 3012447612-2017-00233, 3012447612-2017-00286, 3012447612-2017-00287, and 3012447612-2017-00288.

Event description:
It was reported that a patient has pain following a procedure at the c5-c6 level where an anterior cervical plate and associated screws were implanted. A subsequent MRI showed a nerve was pinched in the area. Currently no revision surgery is planned. This is report two of five for this event.

Manufacturer narrative:
The devices were not able to be returned and no x-rays were available. Additionally, there are no clear indications of any type of device malfunction. Therefore, the cause cannot be determined and no conclusions could be drawn. The lot numbers are not available so the dhrs cannot be reviewed. The IFU which was active at the time of implantation was reviewed and was found to contain known adverse effects, including pain.